Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge account manager visited the facility and spoke with the risk manager that submitted the medwatch, and reported that the alarms that occurred in this situation were due to the patient's condition, and not an issue with the pump or catheter. The iab optical sensor calibration expired message is caused when the iabp is trying to recalibrate the fiberoptic sensor, but the patient's mean pressure was too low or the pump was on standby at the time. Per the risk manager, the pump was on standby at the time the alarm occurred. This alarm could have been quickly overridden by pressing the zero pressure key for 2 seconds. The check iab catheter alarm is caused by a kink or restriction in the helium tubing or catheter shaft, which is a common alarm that could have been caused by the commotion while performing CPR. It was determined that the patient's death was not due to a malfunction of the iabp, as this equipment performed as expected in this situation. In addition, a getinge field service engineer (fse) evaluated the iabp unit and reported that he ran fiber optic test along with all other required checkout parameters, and no issues were found with the fiber optic assembly or any other parameters. The iabp was cleared for clinical use and returned to service on 8/10/2016.

Event description:
An internal review of intra-aortic balloon (iab) and intra-aortic balloon pump (iabp) complaints has determined that the following adverse event reported in a medical device report (MDR) under mw # 2248146-2016-00079 also involved the iabp device which was previously not reported in an MDR; as a result this case is being reopened and reported now. There was a reported death that was not attributed to the iabp. The patient went asystolic three times and during CPR the iab alarmed, ¿optical sensor calibration expired¿ and ¿check iab catheter¿. Each time the patient was resuscitated and the balloon turned back on, the patient went back into asystole. After the third time, the patient continued to receive care and monitoring. Subsequently, the family elected to stop all aggressive care and the patient thereafter expired. This complaint event was received through FDA medwatch program on 9-sep-2016 (ref. Report mw5064396).